Event description:
It was reported via repair work order that the bed had no power due to power supply board malfunction. It was further reported that the power cord had an unapproved customer modification. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.